Event description:
The physician decided to deploy a stent through an previously deployed stent, which was an 8x40mm protege stent. The physician selected an 8x60mm everflex stent which after deployment, appeared to be longer than 60mm. After stent deployment the physician chose an 8x60mm balloon and the everflex stent appeared to be longer than the balloon.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Investigation of 2 returned cine images found the everflex stent exhibits individual struts that are configured in an elongated shape. The image resolution is not adequate to discern the full extent of stent elongation at least in-part because the two stents overlap and the inflated balloon further obscures strut details. Additional information has been requested. Should it become available a supplemental report will be submitted.